Event description:
It was reported that the deep brain stimulation (dbs) patient experienced bronchospasm post dbs implant procedure and was transferred to the ICU. The following day the patient experienced cardiorespiratory arrest that led to death. The physician assessed that the patient's death was caused by a pulmonary thromboembolism and not caused by the device.